Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the sagittal saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the device was found to have failed due to lack of lubrication. The device was discarded by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the sagittal saw attachment was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.